Event description:
A nurse reported that the screen display froze when they were getting ready to treat an infant. The infant was placed on a secondary cool-cap system for treatment. The biomed was unable to duplicate the issue after rebooting the system. (B)(4).

Manufacturer narrative:
The malfunction described in this event appears to be the "screen freeze" issue that is the cause of an ongoing field corrective action (FDA recall #z-0447-2013, natus CAPA (B)(4)). Natus has submitted a PMA supplement for approval of a software upgrade that addresses this issue. Natus anticipates that there will be no follow-up to this report. The system was rebooted and is functioning properly.